Event description:
It was observed that during device evaluation, the gastrointestinal videoscope connecting tube had foreign material attached. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif-h185 operation manual chapter 3 preparation and inspection; IFU states that preventive measure in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the gastrointestinal videoscope connecting tube had foreign material attached. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.